Event description:
Caller reported that a malfunction occurred on the pump after it fell into a pool. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.